Event description:
Date notified: 2/23/2000. A model 706 ventilator would not function properly when inspected by the customers bio-med dept. An inspection revealed an open trace of the printed circuit board caused by a poor solder joint. The trace was resoldered and the equipment performed to specifications. This was an out of box failure and no pt was involved.